Manufacturer narrative:
Concomitant medical products: model: d274drg, implantable cardioverter defibrillator (ICD); (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by an allied health professional (ahp) that the patient's right ventricular (rv) lead displayed t-wave oversensing ( twos) and variable r-wave amplitude measurements. Reprogramming was completed and the lead remains in use. No patient complications have been reported as a result of this event.